Event description:
It was reported that the right atrial (ra) lead had low impedance and high pacing thresholds. It was also reported that ra lead oversensing was seen on the atrial tachycardia (at) / atrial fibrillation (af) episodes. The physician elected to program off the ra lead and leave the lead in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5054 implantable pacing lead 2010-(B)(6). (B)(4).